Manufacturer narrative:
Additional information received on 25 october 2017 and includes: the hospital confirmed that no fragment remained into the patient, the small part from the tip just wasn't find in the sterilization. There was no delay. On 09 november 2017 the r and d project manager performed a visual inspection of the retrieved instrument and commented as follows: breakage of the tip of the screwdriver, during a previous surgery. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>7 mm), long screws (>60 mm) and/or hard bone (e.g. Sclerotic bone, sacral bone,). In such cases, bone tapping is recommended in the surgical technique. In this case, the driver was found already broken, potentially from a previous surgery. No information is available on the screw size and procedure. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the set screw, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. However, a new project is ongoing to develop a new concept screwdriver that overcomes the limitation of the current one, to increase in particular the torsion strength. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver to complete the surgery in case of breakage. Batch review performed on 09 november 2017. (B)(4).

Event description:
The tip of this instrument broken during surgery. The surgeon took another screwdriver (it is part of the set) to continue the surgery.